Manufacturer narrative:
The insulin pump was received with intermittent up arrow button due to flattened and creased button dome switch. No rainbow like colors on lcd screen or display anomaly noted. The insulin pump has cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the up button was not functional when the customer attempted to bolus. Customer also reported the insulin pump's screen had a rainbow display. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.